Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, after the device was removed from the patient's body, it was noticed that the balloon was ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.